Manufacturer narrative:
No medical records were provided, however, three medical images were provided to the manufacturer and are under review. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement in to the left sfa to treat a total occlusion with severe calcification the vascular stent catheter was advanced with alleged resistance; so, the delivery system was advanced with back and forth motion but the stent delivery system was not able to advanced further. Therefore, the delivery system was removed, and upon removal, the health care provider identified the vascular stent was not on the delivery system. Fluoroscopy showed that the stent was stuck where resistance occurred and had allegedly broken off at the bifurcation between sfa and dfa. Reportedly, the stent was post dilated with ultraverse 035 restoring vascular flow and completing the procedure. There was no reported patient injury.

Event description:
It was reported that during advancement in to the left sfa to treat a total occlusion with severe calcification the vascular stent catheter was advanced with alleged resistance; so, the delivery system was advanced with back and forth motion but the stent delivery system was not able to advanced further. Therefore, the delivery system was removed, and upon removal, the health care provider identified the vascular stent was not on the delivery system. Fluoroscopy showed that the stent was stuck where resistance occurred and had allegedly broken off at the bifurcation between sfa and dfa. Reportedly, the stent was post dilated with ultraverse 035 restoring vascular flow and completing the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned sample and the provided images a premature deployment as well as a fractured stent were confirmed. The deployment mechanism was found not activated, the safety lock was still in its locked position and the stent was found released. The proximal end of the fractured stent was found inside the provided introducer. Images provided of the sfa documented an irregularly placed stent pattern in the distal marker section which indicated irregular deployment. Furthermore, the guidewire lumen was found broken which may lead to the conclusion that interaction between guidewire lumen and guidewire led to break and subsequent premature deployment. Therefore, based on the information provided and the evaluation performed a premature stent deployment was confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed', and 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire remove the delivery system and guidewire together.' The catalog number has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us.